Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon you pointed out occurred due to the following mechanism. 1. During seal & cut output, the tissue pad was severely worn because nothing was gripped between the gripper and the tip of the probe (including after the tissue was cut). 2. The tip of the probe came into contact with the non-insulated part due to the wear of the tissue pad. 3. The error occurred because the seal & cut output was performed while the non-insulated part was in contact with the probe. In addition, contact traces were formed. The event can be detected/prevented by following the instructions for use which state: "do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the tissue pad was worn and metal was exposed on the grasping section. The customer's originally reported issue of a e315 scope error was not confirmed. The following additional findings were also noted: exposed metal on the jaw causes a short circuit error when the jaw is fully closed due to the metal-to-metal contact and when activating the seal or seal & cut button, there was a mark in the probe which came in contact with the non-insulated area of grasping section and was abraded against it, there was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it, the tissue pad in the grasping section was intensively worn away, the coating of the probe was partially peeling, and the coating of the grasping section was partially peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during an unknown procedure, the handle of their thunderbeat device did not function properly. The device reportedly indicated that the jaws were not clean, and the operators reported that it was more common for the device to malfunction on the handles. The device gave mixed messages when tested with another cord. Upon inspection and testing of the returned unit on (B)(6) 2023, it was discovered that the tissue pad was worn and metal was exposed on the grasping section. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.